Event description:
It was reported that during a rotational atherectomy treatment procedure the rotoblator burr got caught in the plaque while working in the right coronary artery. Initially the 1.5 mm burr was used and went across the lesion and came back without problem. The 2.0 mm burr was used and jumped across the lesion but could not be retrieved. By inserting an angiocatheter from the other side, inflating the balloon several times including use of a cutting balloon, the burr popped back out. The pt was stable throughout the procedure and sustained no injury.